Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (loud long beep / reset / will not power on) has been confirmed. As received, the monitor would not power on. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the c/a board. An intermittent connection was discovered at pin a25 of the flash memory. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective memory. The patient received a replacement monitor.

Event description:
A (B)(6) female patient contacted zoll customer support to report that her monitor gave off a very long load beep and eventually reset. When customer support prompted the patient to reinsert the battery, as well as try another battery, the monitor would not power on. The patient was issued a replacement monitor.